Event description:
The customer reported that the shaver handpiece started to run on its own while sitting on the mayo stand connected to the footswitch. There was no injury associated with this event.

Manufacturer narrative:
Investigation results: the footswitch was evaluated and the reported problem of self activation could not be duplicated. However, further investigation found that the footswitch has the potential to activate on its own, related to its damaged connector. This failure mode will continue to be monitored. The customer will be contacted to provide additional information.